Event description:
It was reported that the pump battery could not be charged. Multiple attempts were made to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.